Manufacturer narrative:
Cts directed customer to tighten and secure all the fittings at the cc sample and cc reagent probes, the fitting at the cc sample and cc reagent valve blocks, and the syringes. Troubleshooting with cts resolved the issue for the customer. Customer was instructed to monitor the instrument and call cts if problem continued.

Event description:
Customer reported to beckman coulter inc. (Bci) customer technical support (cts) of obtaining suppressed results flags (blank absorbance low, blank absorbance high, oir low, cc cuvette error, no value detected and fluid sense errors) when running qc on the unicel dxc 600 pro instrument. Customer stated that only the cartridge chemistry side is affected, not the modular chemistry side of the instrument. Cts directed customer to check for leaks on the cc side of the instrument. Customer found the cc reagent probe a dripping and fluid pooling at the bottom of the cc reagent syringe. No reports of death or injury have been reported in connection with this event.